Event description:
It was reported that (1) al326 device was used during a endoscopic vein harvest procedure. It was reported by the rep that the al326 rotating knob came off first. The jaws were not working correctly. Some clips were spitting out inadvertently, as well it is unknown how the case was complete. There was no consequence to the pt.